Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the presence of water between the walls of the scope warmer bottle. Engineering observed that the scope warmer bottle had rust, corrosion, and was dented. Based on the condition of the returned unit, it is likely that there was a pin hole located on the interior walls of the scope warmer bottle, which expanded during the sterilization process and allowed water to enter the area in between the walls of the scope warmer bottle. Due to the manufacturing date of the returned unit, it is possible that the pin hole was caused by regular usage of the device. The probability and criticality of harm resulting from this failure have been evaluated and were found to be an acceptable level.

Event description:
Name of procedure: prostatectomy with robot assistance. The responsible nurse (cadre de bloc), mr. [Name], tells me that the product makes a liquid noise when handled. This noise has always been present (it would have been bought in early 2020). The product has already been used on the block. Currently, surgeons no longer wish to use it as long as this noise is present. No liquid leaks directly visible. No impact on a patient. Additional information received by email from applied medical representative on 24june20: name of procedure being performed: for 95% for surgical procedures: prostatectomy with robot assistance. The canister is rusting or corroding. The base did not break. The canister is dented. There is a presence of water between the canister walls. The customer specifies however that the noise of water inside the device was already present during its delivery. Patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: ni.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: prostatectomy with robot assistance. The responsible nurse ((B)(6)), mr. [Name], tells me that the product makes a liquid noise when handled. This noise has always been present (it would have been bought in early 2020). The product has already been used on the block. Currently, surgeons no longer wish to use it as long as this noise is present. No liquid leaks directly visible. No impact on a patient. Additional information received by email from applied medical representative on 24june2020: name of procedure being performed: for 95% for surgical procedures: prostatectomy with robot assistance. The canister is rusting or corroding. The base did not break. The canister is dented. There is a presence of water between the canister walls. The customer specifies however that the noise of water inside the device was already present during its delivery. Patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: ni.